Event description:
The customer reported a lateral tackle error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a cable harness interfering with lateral movement. Ge rep repaired the system, system operates as intended.